Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient reported inaccurate cgm values on (B)(6) 2020 and stated that her husband had previously reported this adverse event on (B)(6) 2019. She stated that she is currently (B)(6) pregnant. Due to a defective sensor she had a low blood glucose (bg) and had a seizure at (B)(6) pregnant. At 10:00 pm on (B)(6) 2019 the dexcom read low. She did not feel low, so she did as her doctor had instructed and checked her fingerstick bg which was 87 mg/dl. She checked it a second time to confirm and it was 87 mg/dl. Based on that she felt okay to go to sleep. At some point later she had a seizure and her husband called emergency medical services (ems). She awoke to 5 emts/firefighters in the bedroom. The husband was able to get her to take some juice before ems arrived. Ems checked her bg which had 'raised to' 32 mg/dl. The paramedics gave her 4 tubes of liquid oral glucose. She was transported to the emergency room (ER) and given unknown fluids via intravenous (IV) therapy. They checked the baby and found no issues; the patient was kept an hour to an hour and a half for observation, then sent home. She stated that she had not calibrated the cgm when she noted the inaccuracy before going to sleep and she said she was not aware at the time that she could. She and the baby are both fine with no known lasting effects. The patient stated during the time of contact, the patient was doing good but could not remember much about the event because of the seizure. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.